Event description:
The patient was reportedly seen at the center. After a short time of intermittent link, the device reportedly stopped working. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another clarion device.